Manufacturer narrative:
Product complaint (B)(4). Batch # r58y7z. Device evaluation summary: the analysis results showed that the cs40g device was received with the pushrod bent and with a cartridge reload present. The reload was received fully fired and with the washer uncut. In addition, the returned reload was noted to have four staple stuck in the washer and the knife was damaged. No functional test could be performed due the condition of the device. It is possible that the cartridge was removed and reinserted incorrectly on the device while the pushrod was not fully retracted, causing the cartridge to bend the pushrod while the cartridge was reloaded into the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: when the device "blocked during the reopening of the jaws", was the device stuck on tissue? If yes, how was it removed? The stapler fired without cutting. It was performed the resection of the piece with cold scalpel, subsequently it was used a second stapler to complete the procedure. Was there any patient consequence? If yes, please describe. No consequences.

Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device "blocked during the reopening of the jaws", was the device stuck on tissue? If yes, how was it removed? Was there any patient consequence? If yes, please describe.

Event description:
It was reported that during hartmann's procedure, the stapler normally closed and fired shots regularly. The device blocked during the reopening of the jaws.